Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging the patient developed cancer cells related to a CPAP device's sound abatement foam. The patient had surgery in response to the reported event. The reported event was assessed as serious injuries but not related to the device. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 has been updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer cells. The patient had surgery in response to the reported event. The reported event was assessed as not related to the device in this case. Additional information was received and added to the report. The device was returned to the manufacturer's product investigation laboratory for further investigation on 02/23/2023 for further evaluation. The device was evaluated on 08/01/2023. There was no mention of visual findings to the external part of the device. The device was evaluated, and evidence of sound abatement foam degradation or breakdown was not observed in the base unit. The manufacturer observed dust/dirt contamination throughout device enclosure, and airpath, suggesting a source external to the device. Evidence of water ingress on the blower and blower box. Insect was observed on the exterior of the blower box. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and that there was no evidence of sound abatement foam degradation or breakdown observed in the base unit. The manufacturer confirmed the presence of contamination in the airpath.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop cancer cells. The patient had surgery in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.